Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. Furthermore, the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number (B)(4).

Event description:
Additional information received indicated that the plaintiff's attorney that the plaintiff allegedly experienced burning, bowel problems, infection, fistulae, recurrence, urinary tract infection that caused distress, confusion, falling, embarrassment due to urinary problems, accidents, and odor. It was also reported that the plaintiff experienced urge incontinence, urinary retention, leaking, bladder pain, vaginal tissue atrophy, upper wall laxity, urethral prolapse, bladder spasm, depression and anxiety, pain on urination, cystocele, urgency, urethral hypermobility, incomplete bladder emptying, urethral dilation, obstruction, voiding dysfunction, detrusor overactivity, and nocturia.